Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date: it is unknown which date the device was implanted; (B)(6), 2009 or (B)(6), 2010. There was a second physician reported with this or the other event, and their contact information is as follows: (B)(6).